Event description:
It was reported that during an arthroscopy, a little piece of metal of the opus speedscrew anchor broke, and it was left inside of the patient because the removal process would have done more damage than good. It is unknown how the procedure was completed and if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications, found that tensile strength should be verified to meet specification of 100 - 118 mpa, and a certificate of material analysis is required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided, ¿the surgeon chose to leave the little piece of the opus speed screw anchor inside of the patient instead of trying to remove it because it would do more harm to the patient trying to remove it.¿ the retained screw is implantable. So biocompatibility is not an issue. Although, we cannot rule out the possibility of micro-motion and/or migration of the retained piece. According to the report, the procedure was completed with a non-significant delay using a s&n back-up device. Since no further complications were reported. No further clinical medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information ¿b5: event description¿.

Event description:
It was reported that during an arthroscopy, a little piece of the opus speedscrew anchor broke. The piece was left inside of the patient because the removal process would have done more damage than good. The procedure was completed with non-significant delay using a s+n back-up device. No further complications were reported.